Event description:
Customer reported via phone call that the they were experiencing high blood glucose. Customer blood glucose was 464 mg/dl at the time of incident. Customer was treated with manual injection or insulin pen for high blood glucose. Customer was using insulin pump within 48 hours at the time of event. Customer was not using auto mode feature. The reservoir had air bubbles that were not of soda pop or champagne size. The insulin pump and reservoir will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.